Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters and power sources. Customer reported blood glucose (bg) level was 57 (mg/dl). The customer consumed carbohydrates to address bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.